Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Struts from the two most distal stent rows were slightly flared. The hypotube was kinked along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element drug eluting stent was advanced but the stent dislodged while advancing the device towards the lesion. The device was removed intact because the stent was still on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element drug eluting stent was advanced but the stent dislodged while advancing the device towards the lesion. The device was removed intact because the stent was still on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.